Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, oversensing of the device was observed. Patient was asymptomatic. Egm was reviewed which revealed low level, high frequency noise that was inhibiting pacing. Programming changes were made. No issue was seen post programming changes. Patient was stable and will be monitored with routine follow-up.